Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was oversensing myopotential and storing non-sustained lead noise episodes. The patient was asymptomatic. Programming changes were made and oversensing was not reproducible. The patient will continue to be monitored.